Event description:
It was reported when using the bd vacutainer® k2 edta 5.4mg transparent foreign matter on the glass slide in the picture is hard to the touch, a bit like plastic. This event occurred 38 times. The following information was provided by the initial reporter. The customer stated: according to our preliminary on-site investigation, the customer picked out the clot and observed it on a glass slide. It was impossible to determine what substance it was and whether the substance affected the test result. The incidence rate was about 8%. In addition, four batches of unused collection vessels were visually observed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 06/21/2022. H.6. Investigation summary: material #: 367228. Lot/batch #: 1362774. Bd received 21 samples and 5 photos for investigation. The photos were reviewed and the indicated failure mode for clotting and foreign matter was observed. However, the failure mode additive abnormality was not observed in the photos. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and upon completion, the indicated failure mode for clotting, foreign matter and additive abnormality was not observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (clotting/foreign matter/additive issue) because the defect was not evident in the testing of the complaint lot samples. Laboratory analysis of customer and control samples demonstrated clinically acceptable performance for all visual observations evaluated. All edta tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode clotting and foreign matter based on photos only. This complaint is not confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta 5.4mg transparent foreign matter on the glass slide in the picture is hard to the touch, a bit like plastic. This event occurred 38 times. The following information was provided by the initial reporter. The customer stated: according to our preliminary on-site investigation, the customer picked out the clot and observed it on a glass slide. It was impossible to determine what substance it was and whether the substance affected the test result. The incidence rate was about 8%. In addition, four batches of unused collection vessels were visually observed.